Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated not changing the carbs setting from off to on when programming a bolus into the pump. The customer identified the incorrect setting and was able to change prior to delivering a bolus. The customer blood glucose level was not impacted.